Manufacturer narrative:
The device remains in-situ and is therefore not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Elevated iop is listed in the instructions for use as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uncomplicated cataract surgery with hydrus microstent implantation on (B)(6) 2022. At baseline, the iop was in the 14-15 mmhg range on 2 combination iop-lowering drops. The 1-day postop visit was unremarkable, but at 1-week the medicated iop was 38 mmhg. Diamox 250 mg twice daily was added and iop at subsequent exam on (B)(6) 2022 was 18 mmhg. The surgeon questioned the position of the device but later confirmed no issues with microstent positioning and opted to discontinue steroid medication. On (B)(6) 2022, the iop was 13 mmhg on a non-steroidal anti-inflammatory and 2 combination iop-lowering medications, and the surgeon reported the patient was doing well.